Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and sparks were emitted from the monitoring leads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation after the customer reported that the discharge (shock) button would not work. Evaluation and testing, including defibrillation testing and repeated operation of the shock button, were unable to duplicate the customer's report. Review of device logs identified a likely event date of 4/13/2025, during which a successful 30j manual test was performed. The logs subsequently recorded check pads and poor pad contact messages. The user attempted to charge and deliver a shock; however, therapy was inhibited because the device remained in a check pads/poor pad contact condition, indicating inadequate electrode or cable connection. No evidence of arcing, sparking, or device malfunction was found, and all testing was completed successfully. The complaint was closed as no fault found. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.